Manufacturer narrative:
Product analysis: the stent had dislodged from the balloon and was stretched, bunched and deformed. Crimp impressions were visible on the exposed balloon surface. The distal tip was flared. The strain relief was kinked. (B)(4).

Event description:
Pci was carried out due to coronary heart disease. The physician was attempting to treat a lad lesion exhibiting 80% stenosis and 90% stenosis at the open and proximal site. A resolute drug eluting stent was implanted in the lad. An attempt was made to implant an endeavor resolute rx drug eluting stent in the diagonal branch. The device was inspected prior to use with no issues noted. There were no difficulties removing the device sheath. The stent was inspected post sheath removal with no issues noted. The lesion was pre-dilated. It was reported that the device passed through the cell of a previously deployed stent. Resistance was encountered while advancing but no excessive force was used. The stent could not cross the target lesion. When withdrawing the stent it was reported that the stent partially dislodged and the physician used the guidewire to remove the stent. The doctor commented that he believes the lesion was calcified. Patient is doing well. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.